Event description:
This is a spontaneous case report received from a consumer via regulatory authority (B)(6) (case# (B)(4)) in (B)(6) on 24-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 (lot number 654825). Medical history includes ectopic pregnancy and left salpingectomy done in emergency, both in 2009. Unilateral placement had been done. Less than one year after essure placement, the consumer complained of important fatigue, muscular and articular pain episodes. The physician reassured the consumer as her body was affected one year before with the ectopic pregnancy. Over the years, the consumer experienced blurred vision, memory disturbances, feeling drunkenness, nausea, dizziness, and hemorrhagic menstrual periods with pelvic pain episodes. So many symptoms led to consultation of specialists. After 7 years of medical roaming, without founding pathology responsible of all these symptoms, the consumer suspected that it was related to essure. Clinical consequences: haemorrhagic menstrual periods, several times in a month, between 7 to 12 days; pelvic pain outside of menstrual periods; muscular and articular pain episodes; fibromyalgia diagnosed in 2013; night sweats; formication in hands and feet; blurred vision; very important fatigue; nausea; stiffness in limbs in the morning; breast and belly hypertense and swollen before and during menstrual periods; bad taste in mouth; vision disorder was also mentioned; different examination did not underlying disease. Blood collection was normal. Action to be done: essure removal was planned and research for allergens was to be done later. Consumer related all events to essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain outside of menstrual periods, serious event due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, consumer had pelvic pain and other non-serious events which led to consultation of specialists, however no pathology responsible for all symptoms was found. Therefore, contributory role of essure for the event pelvic pain cannot be ruled out. This case was considered an incident, since device removal will be required. The product technical analysis has been sought. No further information will be requested since this case is from health authority.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 24-oct-2016. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain outside of menstrual periods") and allergy to metals ("contact allergy to nickel") in a 45-year-old female patient who had essure (batch no. 654825) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in (B)(6) and salpingectomy partial in (B)(6) . On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced fatigue ("very important fatigue"), myalgia ("muscular pain episodes") and arthralgia ("articular pain episodes/ joint pain"). In (B)(6) , the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("hemorrhagic menstrual periods, several times in a month, between 7 to 12 days"), vision blurred ("blurred vision"), memory impairment ("memory disturbances"), feeling drunk ("feeling drunkenness"), nausea ("nausea"), dizziness ("dizziness"), night sweats ("night sweats"), formication ("formication in hands and feet"), musculoskeletal stiffness ("limbs stiffness in the morning"), breast swelling ("hypertense and swollen breasts before and during menstrual periods"), abdominal distension ("hypertense and swollen belly before and during menstrual periods"), dysgeusia ("bad taste in mouth") and visual impairment ("vision disorder"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, polymenorrhagia, fatigue, myalgia, arthralgia, vision blurred, memory impairment, feeling drunk, nausea, dizziness, fibromyalgia, night sweats, formication, musculoskeletal stiffness, breast swelling, abdominal distension, dysgeusia and visual impairment outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, breast swelling, dizziness, dysgeusia, fatigue, feeling drunk, fibromyalgia, formication, memory impairment, musculoskeletal stiffness, myalgia, nausea, night sweats, pelvic pain, polymenorrhagia, vision blurred and visual impairment to be related to essure. The reporter commented: from (B)(6) to (B)(6) plaintiff complained of various gynecological disorders that she related to essure. Syndrome of pelvic algia, general joint and muscle pain that she thought related to essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: showed contact allergy to nickel. Full blood count - on an unknown date: results: normal. Further company follow-up with the unknown or lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: information received from an attorney via legal department. Reporter¿s and patient¿s details were updated.from (B)(6) to (B)(6) plaintiff complained of various gynecological disorders that she related to essure: syndrome of pelvic algia, general joint and muscle pain that she thought related to essure placement. Allergological work-up on (B)(6) 2016 showed contact allergy to nickel.essure was removed on (B)(6) 2017. No further information was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 24-oct-2016. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain outside of menstrual periods") and allergy to metals ("weak contact allergy to nickel") in a 45-year-old female patient who had essure (batch no. 654825) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (5), parity 1 in 2001, ectopic pregnancy in 2009, salpingectomy partial in 2009, spontaneous abortion (1), termination of pregnancy - elective (2) and vaginal delivery in 2001. Previously administered products included for an unreported indication: iud nos in 2005. Concomitant products included etonogestrel (implanon) from (B)(6) 2008 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("hemorrhagic menstrual periods, several times in a month, between 7 to 12 days"), fatigue ("very important fatigue"), myalgia ("muscular pain episodes"), arthralgia ("articular pain episodes/ joint pain"), vision blurred ("blurred vision"), memory impairment ("memory disturbances"), feeling drunk ("feeling drunkenness"), nausea ("nausea"), dizziness ("dizziness"), fibromyalgia ("fibromyalgia"), night sweats ("night sweats"), formication ("formication in hands and feet"), musculoskeletal stiffness ("limbs stiffness in the morning"), breast swelling ("hypertense and swollen breasts before and during menstrual periods"), abdominal distension ("hypertense and swollen belly before and during menstrual periods"), dysgeusia ("bad taste in mouth"), visual impairment ("vision disorder") and mental disorder ("psychological disturbances"), 1 year after insertion of essure. On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal with subtotal hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, polymenorrhagia, fatigue, myalgia, arthralgia, vision blurred, memory impairment, feeling drunk, nausea, dizziness, fibromyalgia, night sweats, formication, musculoskeletal stiffness, breast swelling, abdominal distension, dysgeusia, visual impairment and mental disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, breast swelling, dizziness, dysgeusia, fatigue, feeling drunk, fibromyalgia, formication, memory impairment, mental disorder, musculoskeletal stiffness, myalgia, nausea, night sweats, pelvic pain, polymenorrhagia, vision blurred and visual impairment to be related to essure. The reporter commented: from 2008 to 2016 plaintiff complained of various gynecological disorders that she related to essure. Syndrome of pelvic algia, general joint and muscle pain, psychological disturbances that she thought related to essure placement. Allergy test on (B)(6) 2016 showed weak contact allergy to nickel. According to the physician, it was impossible to know if this result could explain a causal relationship between the symptoms of the patient and essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: weak contact allergy to nickel. Full blood count - on an unknown date: normal: (B)(6). Ultrasound scan - on (B)(6) 2016: essure devices correctly placed. Further company follow-up with the unknown or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: follow up was received from attorney: abortions and deliveries, iud use were added to history. Implanon was added as concomitant drug. On (B)(6) 2016, 3d ultrasound showed that essure was correctly placed. The symptoms described by the patient starting around one year after the placement of essure. Allergological work-up on (B)(6) 2016: weak contact allergy to nickel (prev: contact allergy to nickel). According to the physician, it was impossible to know if this result could explain a causal relationship between the symptoms of the patient and essure. Subtotal hysterectomy was performed on (B)(6) 2017. New event "psychological disturbances" as other events considered to be related to essure by patient. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 17-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Lot number: 654825 manufacturing date: jul-2009 expiration date: jul-2012. Sample is not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-nov-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1815 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report was received via regulatory authority and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain outside of menstrual periods, serious event due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, consumer had pelvic pain and other non-serious events which led to consultation of specialists, however no pathology responsible for all symptoms was found. Therefore, contributory role of essure for the event pelvic pain cannot be ruled out. This case was considered an incident, since device removal will be required. A product quality defect could not be confirmed but is considered plausible. No further information will be available, as active follow-up is not allowed.